Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was in the 200s mg/dl. The customer changed the infusion set. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past. Reportedly, the customer was using apidra insulin.